Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator then passed all testing.

Event description:
It was reported that a ventilator had a communications malfunction. The ventilator was not on a patient at the time of the event. There is no report of serious injury or death associated with this event.